Event description:
It was reported to philips that the equipment would not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system does not turn on. Review of the log files shows sib malfunctioning. Upon troubleshooting, the philips remote service engineer (rse) assisted biomed to perform the troubleshooting. Biomed checked the force board: disarm and rearm, 03 phases, verified that in the mpdu of cabinet m, it had the circuit breaker f2 tripped and led l1 off which was resolved by disarming and rearming all the mpdu. Biomed turned the system on and found the software went up, but review monitor and the stand monitor did not turn on. Biomed turned off whole equipment and mpdu, measured the fuses, found f13 fuse blown, which powers the ceiling suspension and the monitor review. To resolve the issue, fse replaced the f13 fuse and connected the cables of the f13. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.